Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 18-feb-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen 1000 mcg/ml at an unknown dose via an implanted pump for intractable spasticity. It was reported the event/difficulty occurred on (B)(6) 2019 during normal use. It was noted the catheter was fractured at the spine site of entry and a portion of the catheter was removed and replaced by an 8780 on (B)(6) 2019. The portion of the catheter that was removed would not be returned as the customer discarded. It was reported the patient had a return of symptoms and could not get relief with multiple increased. The catheter revision revealed a catheter break at the spine entry point. The catheter was replaced by the 8780. It was noted there were no known environmental/external/patient factors that may have led or contributed to the issue and no known diagnostics/troubleshooting performed. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event was ¿unable to obtain, not available.¿ the patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). No further complications were reported.